Manufacturer narrative:
During processing of this incident, attempts were made to obtain patient weight. Date of event is estimated. Date of explant is estimated.

Event description:
It was reported patient experienced an infection at paddle lead incision site sometime in (B)(6) 2022. Patient had purulent drainage from the paddle lead incision site since implantation and was given antibiotics; however, this did not resolve the infection. In turn, surgical intervention was undertaken and the entire scs system was explanted. The exact date of explant is unknown.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.